Event description:
Report received of a backflow of blood when the tubing set was connected to a peripheral IV site. The customer reports that the tubing set was to infuse lactated ringers via gravity, rate unknown. When the set was connected to the pt's peripheral venous IV site, an immediate back flow of blood came up the tubing. The blood did not go beyond the backcheck valve. It is unknown how far up the tubing the blood went, but was reported to be "quite a bit." The tubing set was changed and the lactated ringers was initiated without further problem. No report of adverse pt effect. Add'l pt info was requested, but no further info was available.